Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Little part got into the front of my throat, saved with heimlich maneuver [foreign body]. Brush head came loose, the little part got to (the front of throat) [device breakage]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown on an unspecified date in (B)(6) 2016, the oral-b flexisoft or precision clean brushhead came loose, and the "little part" got into the front of her throat. She reported her husband saved her with the heimlich maneuver. The case outcome was recovered. No further information was provided. On 19-mar-2016 received follow-up: the consumer reported the incident occurred with the last brush head from the pack, and there were no problems with the other 5 brush heads used. No further information was provided.

Manufacturer narrative:
On 04-aug-2016 product investigation results: reporter returned one brush head on 13-apr-2016. Brush head confirmed to be counterfeit.

Event description:
Little part got into the front of my throat, saved with heimlich maneuver [foreign body] brush head came loose, the little part got to (the front of throat) [device breakage] product counterfeit [product counterfeit]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown on an unspecified date in (B)(6) 2016, the oral-b flexisoft or precision clean brushhead came loose, and the "little part" got into the front of her throat. She reported her husband saved her with the heimlich maneuver. The case outcome was recovered. No further information was provided. On 19-mar-2016 received follow-up: the consumer reported the incident occurred with the last brush head from the pack, and there were no problems with the other 5 brush heads used. No further information was provided. On 04-aug-2016 product investigation results: reporter returned brush head on 13-apr-2016. Brush head confirmed to be counterfeit.